Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The returned guidewire had the spring tip stretched and fractured/detached with its core wire also detached from the distal tip. The device has a section of bent/kinks in the body located approximately at 200cm from the proximal end. Microscopic inspection on fracture/detachment confirmed. Dimensional inspection of the wire that could be measured were performed and revealed that the outer diameter (od) distal, medium and proximal wire were within specification. However, the overall length could not be performed due to device condition (spring tip stretched and fractured). Media inspection: customer attached two pictures showing the detached portion of the guidewire within the patient.

Event description:
It was reported that distal tip of the wire separated and remained inside patient. The target lesion was located in the moderately calcified and mild tourtous mid right coronary artery (rca). A 330cm rotawire and a 1.5mm rotalink plus were selected for use. During procedure, rotablation was performed on the lesion. However, it was noted that the distal tip of the wire separated but unsure if wire has been cleaved off during polishing run or upon removal. Subsequently, a spiral can be seen in the mid-section where lesion treated; distal part of wire has uncoiled, and tip cleaved off. An approximately 2.1cm of device fragment thought to have embedded in the posterior descending artery of the right coronary artery despite removal attempts by snare. The fractured wire was also unable to be stented. No further complications reported, and patient's clinical condition was stable and discharged the following day. It was further reported that the lesion was pre-dilated. The 330cm rotawire was placed distally in the small sub-branch of the right posterior descending artery distal stent that was implanted 4-5 years ago. Intravascular ultrasound was not performed. Endothelialization was suspected. Rotablation was performed in the mid vessel. The 330cm rotawire was advanced forward to the previously placed stent. The 330cm rotawire did not advance through the stent. The 330cm rotawire fractured during retraction. The tip of the 330cm rotawire broke 2.2cm distally. The detached tip was unable to be retracted despite braiding technique with 2 wires and multiple snaring attempts. The detached tip likely embedded in myocardium with risk of perforation if extracted.

Event description:
It was reported that distal tip of the wire separated and remained inside patient. The target lesion was located in the moderately calcified and mild tourtous mid right coronary artery (rca). A 330cm rotawire and a 1.5mm rotalink plus were selected for use. During procedure, rotablation was performed on the lesion. However, it was noted that the distal tip of the wire separated but unsure if wire has been cleaved off during polishing run or upon removal. Subsequently, a spiral can be seen in the mid-section where lesion treated; distal part of wire has uncoiled, and tip cleaved off. An approximately 2.1cm of device fragment thought to have embedded in the posterior descending artery of the right coronary artery despite removal attempts by snare. The fractured wire was also unable to be stented. No further complications reported, and patient's clinical condition was stable and discharged the following day.

Event description:
It was reported that distal tip of the wire separated and remained inside patient. The target lesion was located in the moderately calcified and mild tourtous mid right coronary artery (rca). A 330cm rotawire and a 1.5mm rotalink plus were selected for use. During procedure, rotablation was performed on the lesion. However, it was noted that the distal tip of the wire separated but unsure if wire has been cleaved off during polishing run or upon removal. Subsequently, a spiral can be seen in the mid-section where lesion treated; distal part of wire has uncoiled, and tip cleaved off. An approximately 2.1cm of device fragment thought to have embedded in the posterior descending artery of the right coronary artery despite removal attempts by snare. The fractured wire was also unable to be stented. No further complications reported, and patient's clinical condition was stable and discharged the following day. It was further reported that the lesion was pre-dilated. The 330cm rotawire was placed distally in the small sub-branch of the right posterior descending artery distal stent that was implanted 4-5 years ago. Intravascular ultrasound was not performed. Endothelialization was suspected. Rotablation was performed in the mid vessel. The 330cm rotawire was advanced forward to the previously placed stent. The 330cm rotawire did not advance through the stent. The 330cm rotawire fractured during retraction. The tip of the 330cm rotawire broke 2.2cm distally. The detached tip was unable to be retracted despite braiding technique with 2 wires and multiple snaring attempts. The detached tip likely embedded in myocardium with risk of perforation if extracted.